Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The following are the investigation findings of the cusa excel ultrasonic tissue ablation system (cusaexcel2p) which was returned to our service & repair department for servicing/assessment: failure analysis & root cause - the ultrasonic board and display were replaced along with the cooling water sensor as it was confirmed that the cooling water sensor had melted to the ultrasonic board. Calibration was performed, and the console passed all service and repair testing. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility returned the cusa excel (cusaexcel2p) to our service & repair department for servicing/assessment. During evaluation of the device by an integra technician, it was observed that the connector for the cooling water sensor had melted to the ultrasonic board and was non-functional. There was no patient involvement

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.